Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a critical pump error. The customer¿s blood glucose was 5.1 mmol/l. Troubleshooting steps were provided for critical pump error. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with missing segments/partial display due to moisture damage on the electronic assembly. Unable to verify the critical pump error (open book image) or perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to missing segments/partial display. Moisture damage on the battery tube and motor assembly also noted during visual inspection.